Event description:
The customer reported that the 840 ventilator shut down while running on battery. There was no patient involvement. The customer reported to have replaced the power supply. The customer reported the ventilator passed all testing. Covidien was not authorized to service the device.